Event description:
Boston scientific received information that this device had been programmed to v-tachy mode set to value other than monitor + therapy. No adverse patient effects were reported.

Manufacturer narrative:
Efforts to obtain additional information regarding the programming changes were unsuccessful. No other adverse events have been reported. This product issue will be updated if additional information is received.